Event description:
It was reported that opened new safestep but lose needle cover. Changed needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a loose needle guard is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Safestep infusion set in what appears to be its original packaging were returned for evaluation. An initial visual observation showed no obvious evidence of use or damage on the returned sample. The packaging was found to be open; however, it was stated in the preliminary evaluation that the packaging was returned sealed and was opened in order to cover the needle. A needle guard was returned with the sample but was not on the needle shaft and was found to be loose within the packaging.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that opened new safestep but lose needle cover. Changed needle. No other information was provided.